Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The serial number was not provided. The infusion device was requested to be returned for product evaluation.